Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the second of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction procedure, the phacoemulsification tip had reduced ultrasonic power and tip was blocked. The tip was removed from the eye and inserted into water and cleared. This process was repeated a few times as the blocking continued. There was sudden surge of ultrasonic power and the remaining nuclear fragment was rapidly aspirated into the tip, the posterior capsule came up and was perforated by the phacoemulsification tip. Vitreous prolapsed into the anterior chamber. An anterior vitrectomy was performed and an anterior chamber lens was implanted as the capsule bag was damage was significant and would not support a posterior capsule or sulcus intraocular lens. A peripheral iridotomy was performed. Miochol was administered and wound suture was required. The patient was prescribed with post operative steroids. The patient was seen next day and refracted at 6/60, hand motion only with severe corneal edema.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. Even though no lot number was identified with this complaint; our products are processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).